Manufacturer narrative:
Conclusion: according to the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Further also 2 components were found loosened, likely caused by the failed capacitor. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair. The user sent the device in for service because it was no longer functional. Reportedly resetting the device as well as replacing the battery did not work.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair. The user sent the device in for service because it was no longer functional. Reportedly resetting the device as well as replacing the battery did not work. No injuries were reported.